Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge patient line separated from the cartridge housing. The customer was unsure of how the damage occurred. There was no impact to the customers blood glucose level. The customer was able to load a new cartridge.